Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is probable that the user used the subject equipment in accordance with the guideline of korean society of gastrointestinal endoscopy, not IFU. The following information is stated in the instructions for use (IFU): ¿2.6 consumable accessories (optional)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the endoscope reprocessor required more disinfectant than normal. Additional information received indicated, the customer was using disinfectant that was not specified by olympus. There was no harm or user injury reported due to the event.